Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon investigation, the battery charger/modem was resetting. There was liquid contamination on the battery board and the u13 8-bit cmos flash micro-controller on the bedside board was thermally damaged. The cause for the resets was isolated to the contaminated battery board and the damaged component. The root cause of the damaged component cannot be positively identified. The root cause of the contaminated battery board is likely liquid ingress. No adverse event resulted from the defective charger/modem.